Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic is pressed against a post in the lens case. Edge damage is observed where it is pressed against the post and a large piece of lens material is broken. The lens was cleaned for further evaluation. Light scratches are observed on the optic. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. An unspecified cartridge with a company handpiece and viscoelastic was indicated to be used. Without the cartridge model we can not verify if this was a qualified combination. The product investigation could not identify a root cause for the reported complaint of the lens stuck in the cartridge. The lens was not returned in the cartridge. The lens was returned in the lens case. No damage is observed to the haptics. A dimensional inspection was performed. The lens dimensions are acceptable (plan view) using an approved template. The cartridge was not returned for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that during implantation of an intraocular lens (iol) the lens would not advance with patient contact. The procedure was completed on the same day with another device. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.